Event description:
It was reported that during the implant procedure, the pacemaker entered backup vvi after being connected to the leads. The device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset event. The device was tested on the bench and no anomalies were found. The cause of the reset is unknown.